Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant medical products: target coils (details unknown); 8 coils (details unknown); marksman covidien (details unknown). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
It was reported by the hospital contact that the complaint enterprise 2 vrd (enc403000/10495637) was deployed from the middle cerebral artery (mca)-m1 to the internal carotid artery (ica), and competitor's coils (details unknown) were implanted into the target aneurysm by double jailed technique. An x-ray photo was taken after the 7th coil (details unknown) was implanted, which showed the intraluminal filling defect of the anterior cerebral artery a1. Another x-ray photo was then taken after the 8th coil was implanted, and the vessels distal from the ica could not be seen from the photo. Urokinase was immediately administered, and the recanalization was confirmed. The procedure was completed without further issues or delay. However, during the night after the surgery the occlusion was confirmed. For the revascularization, a competitor's microcatheter was inserted to capture the thrombi at distal, and 480,000 units of urokinase was administered by intra-arterial injection. The procedure was successful. There were no adverse consequences to the patient, and the event outcome was indicated as "resolved without sequelae". The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complained product is not available for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of an unruptured aneurysm of 16mm diam. At the middle of the ic-top. The aneurysm was described by the physician as "as if it was swollen". The patient previously had the clipping of the aneurysm at the posterior communicating artery. The patient's details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. No information of the concomitant devices used in this procedure was available.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Thrombosis is a known potential adverse event associated with the use of the enterprise device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target lesion characteristics, medical regimen and intra-procedural issues may have contributed to the reported event. There is no need for further action at this time.